Event description:
Additional information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy): it stated that the ead twisted. Ipg upper edge is demonstratable and tender; significant weight loss in the last year. Pocket revision was done on (B)(6) 2025 and the lead was repositioned.

Manufacturer narrative:
Continuation of d10: product ID: 978b128; lot#: va2wyxa; implanted: (B)(6) 2024; product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the subject was seen in the clinic on (B)(6) 2025 for complaint of tender pocket site; report significant weight loss in last year as well; upon physical exam, pocket is intact, fully healed, no signs of infection. However, ipg is sitting perpendicular within the pocket, and the upper edge of the device is demonstrable, and tender does have a little knuckle of tube at sacral site. Dr. This is not uncommon with her weight loss and did recommend we could revise the pocket site, and the subject is in agreement with this plan. Probably related to devices and therapy. .no action was currently taken; the event is ongoing.